Event description:
A physician attempted deployment of an xact stent in the pt's right internal carotid artery. During deployment, approximately 1-2 mm of stent opened properly before deployment handle would not turn clockwise any further. The stent was removed intact with no adverse events experienced by the patient. A second xact stent was successfully implanted.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming.